Event description:
The complainant reported a patient, ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during an emergency case the nurse started the impella too early as the guidewire was still in place. The impella was removed and a new impella was successfully placed. There was no patient harm reported.

Manufacturer narrative:
The investigation into the pump did not start issue has been completed. The impella pump was returned for investigation. The clinical team reported that the impella did not start during the emergent placement of the pump. It was admitted that the impella was activated prematurely after the pump was implanted while the guidewire was still in place. Visual inspection of the returned pump revealed a long piece of guidewire coating remaining in the cannula, indicating clear evidence of premature pump activation. No other abnormalities were found. Therefore, the cause of the case start issue was improper technique by the end user as the pump was started prematurely before guidewire removal. This report is being filed as part of a retrospective review of historical records.